Event description:
A registered nurse (rn) from a hemodialysis (hd) clinic reported that a dialyzer blood leak occurred during a patient¿s hd treatment. Additional information was obtained through follow-up with the facility administrator (fa) from the clinic. The fa stated the blood leak occurred one minute after the start of treatment. The blood leak was internal, and it was confirmed to be visually observed outside of the fibers and in the hansen hose. The machine, a fresenius 2008t machine, failed to alarm with a blood leak alert. A blood leak test strip was used, and it tested positive for the presence of blood. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used for the treatment. After the leak was noticed, the treatment was paused and the machine was removed from service for evaluation. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded. However, a photo of the dialyzer was provided for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. However, a photograph was provided which shows a dialyzer connected to a machine. Blood is visible outside of the fibers throughout. In the photo it is not apparent what may have caused the internal blood leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the cause of the leak cannot be reached without physical examination of the actual device. However, the leak was able to be confirmed based on the provided photo. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A registered nurse (rn) from a hemodialysis (hd) clinic reported that a dialyzer blood leak occurred during a patient¿s hd treatment. Additional information was obtained through follow-up with the facility administrator (fa) from the clinic. The fa stated the blood leak occurred one minute after the start of treatment. The blood leak was internal, and it was confirmed to be visually observed outside of the fibers and in the hansen hose. The machine, a fresenius 2008t machine, failed to alarm with a blood leak alert. A blood leak test strip was used, and it tested positive for the presence of blood. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used for the treatment. After the leak was noticed, the treatment was paused and the machine was removed from service for evaluation. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded. However, a photo of the dialyzer was provided for review.